Event description:
It was reported that the right ventricular (rv) lead exhibited 'metal touching metal'. Due to the patient's worsening heart failure, it was decided to extract the inactive rv lead which had already been replaced previously. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead has been previously reported in remedial action exemption (B)(4). Product event summary: a full lead was returned in segments. Visual analysis revealed that the distal conductor of the lead was extrinsically over-rotated and there was apparent explant damage. Concomitant products: 419688 lead, (B)(6) 2014. A dtba1d4 bi-ventricular defibrillator, (B)(6) 2014. A 6947m55 lead, (B)(6) 2014. 511211 competitor lead, (B)(6) 2006. (B)(4).